Event description:
It was reported that the patient had the artificial urinary sphincter removed as the patient experience incontinence due to cuff compression atrophy. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. No known complications were reported in relation to this event.